Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft was attempted to be used in patient for an endovascular treatment of a 21 mm diameter abdominal aortic aneurysm. It was reported that during the index procedure, prior to insertion of the device, the thumbwheel came apart. The physician used a different device and the procedure was completed. It was noted that there was no damage to the original packaging. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Product analysis results are: the event was confirmed; the thumb wheel was detached from the delivery system. The root cause of the event could not be conclusively determined during analysis. If information is provided in the future, a supplemental report will be issued.